Event description:
A bipap a30 silver series device was returned to a third-party service center for service with no initial alleged complaint. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device, the service technician observed a ventilator inoperative alarm flash. The error log could not be extracted. Additionally, the service technician noted additional findings of dust/dirt/tobacco contamination, and the bottom enclosure was slightly scratched. The device was scrapped by the service center after the evaluation was completed.